Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose. The patient woke up the other night with a blood glucose of 501 mg/dl. The customer changed her infusion set and reservoir; she also treated with a 10-unit manual insulin injection. Troubleshooting was declined for the high blood glucose; the customer already has a doctor's appointment this friday. No products were returned or replaced.